Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bilateral salpingo-oophorectomy procedure, the device white suture ring fell apart and broke once the cavity was filled with pneumo. No patient injury has been noted.

Manufacturer narrative:
Evaluation of summary: post market vigilance (pmv) led an evaluation of one photograph of device. The photograph depicts that the grip portion of the threaded anchor was broken. The obturator, trocar, cannula and threaded anchor are in a blue square dish. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.